Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 11.0 mmol/l, 14.0 mmo/l, 30.0 mmol/l (performa combo) and 8.0 mmol/l, and 9.0 mmol/l (performa nano). Readings occurred with the same vial of test strips. No adverse event was reported. The suspect device cannot be returned for legal and customs issues.